Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited alarming air in line, no injury.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. Functional testing was performed. The reported issue was not duplicated. A manufacturing utility functional test was performed, and the device passed an air test with a 50ml cassette. Then, the device passed an nda test with a 100ml cassette. A visible dent mark was noted on air detector. Recommended replacing the air detector as preventative measure, due to the event log. (Updated d10). The device's brand name was incorrectly documented, in the initial report. (Updated d1) a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.